Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was present in the pump's history. The pump failed to charge despite using the tandem charging cable and wall adapter, and attempts to charge with different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. As corrective action, cts decided to replace the pump, instructed the caller to put the pump into storage mode, and provided a return process for the problematic pump. A replacement pump was subsequently sent.